Manufacturer narrative:
The following parts were returned to tosoh instrument service center for investigation: a visual inspection of the incubator revealed no shipping damage. The incubator was visually inspected and it was found that the drive belt was stretched. It was also observed that the incubator's main bearing was rusty. A visual inspection of the pick-up assembly revealed no shipping damage. The pick-up assembly was installed on an isc test instrument and it passed. Unablel to verify any error. A visual inspection of the pib board revealed no shipping damage. The part was plugged into an isc test instrument and on the mainte screen sensors, the pib board would not change state from off. The field failure was duplicated. A visual inspection of the dvr board revealed no shipping damage. The board was installed on an isc test instrument and it passed with no error.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error of 4053 via the error log. The fse was able to reproduce the reported event by running cup pickup test and it failed. The fse verified that all cup pickup guide rails and paths were clean, lubed, and free of debris. Verified cup pickup pad not damaged or loose. Verified that cup pickup head was not sticking or had impeded movement. The fse replaced the z sensor (s022) and tested cup pickup with no issues or failures. The fse was also able to confirm the reported error of 4153 cup transfer z home overrun via the error log. The fse was able to reproduce the reported problem by running the cup transfer test several times until it failed. The fse replaced the cup transfer assembly and driver board. The fse performed all alignments and ran several cup transfer tests without failure. Customer ran samples and aborted test for 2161-cup transfer cup pickup failure. The fse verified all alignments, lubed cup pickup guide rails and ran samples with same failure. The fse powered off the analyzer and found the incubator wheel excessively loose. The fse ordered and replaced the incubator and performed all incubator alignments and tested good. Customer ran over 200 samples with no further issues or errors. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 08feb2020 through aware date of 08mar2021. There were two similar complaints identified during the searched period including this event. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s2022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. [4153] c. Trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representative. Check s6062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a faulty incubator. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that they are getting multiple error 4053 sorter-z home overrun. The customer has inspected the sorter for misplaced reagents cups or trays; however, the errors persist. The customer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.